Event description:
Primary line infusing IV potassium chloride broke from the "male luer" that attaches to the y-site. This malfunction resulted in disconnection from the patient and the line to leak kcl on the floor. Primary rn found malfunction 5 minutes after second kcl bag started. Line connected to patient and medication bag both clamped. Area cleansed.